Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was re-certified and returned to the customer. Review of the device activity logs showed that the device detected the ECG lead cable and the multi-function cable with electrode pads attached. There is no indication of a device malfunction. The device passed full functionality and stress testing, was able to show an ECG signal through ECG leads and electrode pads with our test accessories without any discrepancies. The electrode pads were not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.